Event description:
It was reported the camera head had a cracked camera cord. The issue occurred during preparation for an unspecified diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found flooding from damaged cables and electrical contact corrosion. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.